Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 481 mg/dl at the time of incident and the other blood glucose level was 581 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports the drive support cap appears normal. Customer did not allege pump was under delivering. Customer stated they got no delivery alarm. Customer reports alarm did not occur during manual prime. Customer was able to clear the alarm and able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).